Event description:
Head trial o ring has perished and disintegrated. This was noted during surgery by the scrub nurse and the surgeon.

Manufacturer narrative:
An event regarding a c-taper head trial with a damaged o-ring was reported. The event was not confirmed. No visual inspection, device history review, and complaint history review was possible as the device was not returned. No medical records were provided. No further information was requested as there is no indication that the event was related to patient factors. The event could not be confirmed nor root cause determined as the reported device was not returned for inspection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed at the hospital and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Head trial o ring has perished and disintegrated. This was noted during surgery by the scrub nurse and the surgeon.